Manufacturer narrative:
One single-use device was returned for evaluation. Visual inspection revealed no signs of physical abnormality that could have caused the reported flow problem. After the luer cap was removed, continuous flow was observed at the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a large volume infusor did not flow during priming. There was no patient involvement. No additional information is available.